Manufacturer narrative:
Preliminary analysis showed that the device works correctly without any overconsumption.

Event description:
Reportedly, during a follow up, a difference was observed between remaining time displayed and reality. On (B)(6) 2016, battery remaining time was 35 months (+/-2) with battery impedance at 4,38kohms. During follow up on (B)(6) 2017, the recommended replacement time was reached and the battery impedance was at 16.27kohms. The subject device will be explanted on (B)(6) 2017 and will be returned for analysis.

Event description:
Reportedly, during a follow up, a difference was observed between remaining time displayed and reality. On (B)(6) 2016, battery remaining time was 35 months (+/-2) with battery impedance at 4,38kohms. During follow up on 15 june 2017, the recommended replacement time was reached and the battery impedance was at 16.27kohms. The subject device will be explanted on (B)(6) 2017 and will be returned for analysis.

Event description:
Reportedly, during a follow up, a difference was observed between remaining time displayed and reality. On (B)(6) 2016, battery remaining time was 35 months (+/-2) with battery impedance at 4,38kohms. During follow up on (B)(6) 2017, the recommended replacement time was reached and the battery impedance was at 16.27kohms. The subject device will be explanted on (B)(6) 2017 and will be returned for analysis.